Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's center button was unresponsive. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received a battery failed alarm and an additional error alarm. Customer was able to resolve both of these issues through troubleshooting. The insulin pump was not replaced or returned for analysis.